Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had yellowish colored gel. This event occurred 14 times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that yellowish colored vacutainers. Sm 367863_2227131 yellowish colored vacutainers."

Manufacturer narrative:
H.6. Investigation summary: material #: 367863. Lot/batch #: 2227131. Bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Large droplets of yellowed additive were observed on the inside tube wall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had yellowish colored gel. This event occurred 14 times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that yellowish colored vacutainers. Sm 367863_2227131 yellowish colored vacutainers."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.